Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components involved in the event: product family: drg lead model: mn10450-50a, upi: (B)(4), serial: (B)(4), batch: 7618299.

Event description:
It was reported that one of the patient¿s leads migrated. X-ray confirmed the migration. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. The investigation did not determine which lead migrated.